Event description:
The ventilator was connected to a pt. The ventilator would not hold peep. There was no pt injury. The peep displayed erratic function. No pt injury occurred. The customer replaced the peep potentiometer.